Event description:
It was reported that a single-center, prospective observational study identified 250 patients who underwent tavi (transcatheter aortic valve implantation) between (B)(6) 2006 and (B)(6) 2011. Transfemoral access was used in 190 cases. Seventy eight patients receiving the sapien valve transfemoral had a surgical access. Patients receiving the sapien xt valve transfemoral had a percutaneous access. Percutaneous femoral access was used in 112 cases. Percutaneous femoral access cases were closed using the prostar device. Twenty of the cases with prostar closure were reported to have life threatening bleeding. Clinical outcomes involving bleeding for all patients were as follows: bleeding complications - 69 patients. Life threatening bleeding - 33 patients; major bleeding - 24 patients; minor bleeding - 12 patients. Femoral access bleeding: requiring a stent graft implantation - 12 patients. Urgent vascular surgery - 6 patients. Red blood cell transfusion (at least on unit) - 88 patients. Transfusion (unidentified source of bleeding) - 35 patients. A correlation between prostar device use and any of these events was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence estimated as (B)(4) 2011 as the study was conducted between (B)(6) 2006 and (B)(6) 2011. The devices were reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.